Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated their implant was not working, meaning they weren't having symptom relief for about a month. The patient synced with the implant and the programmer showed they were on program 3 at 2.7v with stimulation off. The patient also mentioned that they felt pain in the butt where the stimulator was located and it made their side hurt. The pain went down their leg and they were taking pain pills to try to address it. The patient claimed to have tried the doctor office but they were closed. The patient also stated it hurt to lay down on the stimulator. It was noted the change in therapy/symptoms was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was in pain. They were informed that it wasn't on. At the time of the report, it was on but the doctor was going to check to see if it was in place.